Manufacturer narrative:
Results: root cause of the event could not be determined; inherent risk of procedure (stent deformation); deformation problem (stent). Conclusion: known inherent risk of procedure (stent deformation); root cause could not be determined. (B)(4).

Event description:
A resolute integrity was being used to treat a lesion. During the procedure a stent strut came off the delivery system. There was no patient injury reported. Device evaluation: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 23rd distal segment was deformed.